Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.

Event description:
Customer reported via phone call that insulin pump had shattered screen. The customer¿s blood glucose level was 60mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.